Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that daylight saving time (dst) was unchecked in cfnadmin desktop. A technical support specialist selected the dst checkbox, forced a synchronization, and launched a reboot through the station configuration utility for the auto-logon process to work properly. Additionally, the technical support specialist configured the operating system using the network time protocol (ntp) tool. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower time was off by one hour. The customer reported that the nurses were unable to retrieve medications, and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.